Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding prior to an undisclosed procedure. Customer reported a delay of 25 minutes. Customer stated that an alternate device was brought into the operating room. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding prior to an undisclosed procedure. Customer reported a delay of 25 minutes. Customer stated that an alternate device was brought into the operating room. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and determined that the solid-state drive connectors were not fully connected to its docking port.  The field service engineer reseated the connectors and rebooted the station.  Customer confirmed station was operational.

Manufacturer narrative:
The following fields have been updated with additional/corrected information; a1, d1, d4, d5, d9, e2, e3, g1, g6, h2, h4, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-jan-2021 to 23-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the solid-state drive connectors were not fully connected. The field service engineer reseated solid state drive cables after powering station off to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that the bd pyxis anesthesia es screen got stuck in middle of the procedure, the display turned to a blueish screen requesting a password. They attempted to reboot the system on their own, but this did not resolve the issue. They had to delay the surgery and swap the workstation for the operation, which took approximately 25 minutes. There were no adverse events or injuries reported based on this event.